Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported sparking from the plasmablade device. This occurred with a total of three devices. There was no user or patient injury reported.